Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during surgery, when the surgeon was removing the trial humeral bearing, the bottom male taper broke off. No broken pieces were retained in the patient's body. The trial was not needed anymore because the surgeon was finished trialing. Surgical technique was followed and surgery was completed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. Visual inspection confirmed that the post of the device fractured and the fracture portion of the post was not returned. Heavy damage was seen on the devices from use. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.